Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also 2032227-2011-00746.

Event description:
During troubleshooting for high blood glucose levels, the mother noticed that insulin leaked from the tubing and reservoir connection. Nothing further was reported.